Event description:
It was reported that some of the plastic where the suture is held on the distal end came off during a case and added 30 min as they had to retrieve it. No injuries were reported.

Manufacturer narrative:
Device was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, some of the plastic where the suture is held (suture cartridge) on the distal end came off during a case. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture cartridge loading. Incorrect suture cartridge loading can result in damage to the suture cartridge and failed stitch passing. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.